Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint details, the incision and drainage was performed due to an allergic reaction to the sutures approximately 3-4 weeks post implantation. The patient impact beyond the reported erythema, drainage, medication therapy and the additional I&d procedure could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that incision and drainage were performed to the patient due to wound drainage caused by an allergic reaction to sutures.